Event description:
A malfunction on the pump was reported by the caller, with the issue occurring after the pump had been slightly damp. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.